Event description:
Patient's original date of acl reconstruction surgery was 2001. The 1st date of screw site pain documented is in a physical therapy note in 03/2002 as "patient tender over proximal tibia" and again in physician note in 04/2002. Surgeon evaluation found that the graft had fully healed however the screw was backing out. The patient had surgery later in 2002 to remove mitek screw and sheath removed. As surgical intervention was required an MDR is being filed to document this event.